Manufacturer narrative:
(B)(4). Wedge bent.(B)(4). The analysis results found that the (B)(4) device was returned with a reload loaded in the device. The reload was received fully loaded with staples. After further inspection, it was noted that the right wedge was bent. The returned reload was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to how the firing trigger teeth became broken, it is possible that the damage to the trigger was due to an improper loading of the cartridge and an attempt to fire the device under this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic left lower lobectomy procedure, when the leak test was performed, a leak was confirmed; therefore, the device was fired to recover. The device could be fired properly at the first firing. When the doctor grasped the firing trigger at the second firing with reinforcement product (neoveil), a sound that something was broken was heard. The doctor grasped the firing trigger as-is, but the device could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.